Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon review, the right ventricular lead exhibited decreased r-waves and failure to capture. An echocardiogram revealed that the right ventricular lead had perforated the right ventricle and pericardial effusion was noted. The lead was explanted and replaced. The physician sutured the perforated area in the right ventricle. The patient condition was stable and recovering.

Manufacturer narrative:
The reported events were failure to capture, decrease r-wave sensing, high pacing impedance and cardiac perforation. As received, a complete lead was returned in one piece. Regarding the reported event of cardiac perforation, a tip stiffness test was performed, and the results were within specification. The reported events of failure to capture, decrease r-wave sensing and high pacing impedance were not confirmed. Visual, electrical and x-ray inspections were normal and no anomalies were found.

Manufacturer narrative:
Correction: section h6 - updated coding to include high impedance.